Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support during surgery for an aortic valve replacement (avr). The impella 5.5 was placed without complications after balloon aortic valvuloplasty was performed due to the patient¿s severe aortic stenosis. The patient was taken to the cardiovascular operating room for avr, and the patient was placed on cardiopulmonary bypass (cpb). After cpb was initiated, the physician reviewed the placement of the impella and decided to increase the depth of the pump. It was noted that the device was not very mobile under the surgical drapes, and it was pulled significantly to free the catheter. The pump was advanced further into the left ventricle. After repositioning, the impella 5.5 abruptly stopped pumping. The device was placed into surgical mode and medical team decided to place a cross clamp and give retrograde cardioplegia. Following the procedure, the device was unable to be restarted. The decision was made to explant the impella 5.5 as the medical team determined that the patient did not require mechanical circulatory support. After removal, it was noted that there was a bend in the catheter near the red plug, where the device was fixed to the patient¿s body. Patient outcome is unknown as outcome information was not available in the complaint record accessible for MDR assessment at time of reporting.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.